Manufacturer narrative:
The reported events were low pacing impedance, separation failure, insulation damage and suture sleeve movement. As received, a complete lead was returned in one piece with one suture sleeve. The reported events of low pacing impedance and insulation damage were confirmed. Visual and x-ray examination of the lead found the outer insulation and outer coil was compressed at the suture sleeve tie down impression region. Electrical testing of the lead found an internal short between the outer coil and inner coil conductor paths. Destructive analysis of the lead found the inner insulation was breached with the inner coil exposed at the suture sleeve tie down impression region. The cause of the reported events of low pacing impedance and insulation damage was isolated to the breached inner insulation that exposed the inner coil consistent with excessive suture sleeve tie down forces. Unable to perform suture sleeve diameter test due to the returned suture sleeve damage, which consistent with procedural damage.

Event description:
It was reported that the patient presented for routine implant of the right ventricular (rv) lead. During the procedure the physician attempted to advance the lead for more slack and pushed the suture sleeve into the vessel but was unable to remove it. An additional sleeve was placed; however the insulation was breached after suturing, and the pacing impedance measured below the lower limit. Upon removing the lead, the original suture sleeve traveled to the lung and was left in place. The procedure was completed with a replacement lead. The patient was stable.